Event description:
The hospital reported that during an evh procedure the harvester punctured the saphenous vein with the dissection tip twice at the groin level. The patient experienced a co2 embolism that dissipated soon after. The leg was closed up and the case was completed using a bridging technique. The patient is in stable condition.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficulty to confirm the reported problem.